Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm while in use. It was reported that the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. Functional and visual inspection was performed, and no problem was found with the pump displaying "no disposable" alarm message during the investigation. Visually inspected the pump's event history logs showed "no disposable" alarm message after pump started. Fluid ingression was found on the pump by the chassis. The "no disposable alarm on two separate occasions" issue was caused by fluid ingression. Recommend downstream occlusion sensor to be replaced.